Manufacturer narrative:
Date of event: start date reported as (B)(6) 2012; it is unknown if that is when numbness started or when patient first reported it. The device has not been reported as explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The UDI codes apply only for us class iii device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in singapore as follows: event was reported on study crf that the patient experienced numbness on left hand and right upper limb. The start date was reported as (B)(6) 2012 and resolution date as (B)(6) 2012. The severity of the event is reported as moderate and interfering with some daily activities. The event was probably related to the type of surgery and definitely not related to the implant. The event was treated with medications (fluoxetine and diazepam). It was reported the patient had some neurological impairment that may improve after revision surgery. It was not reported that a revision surgery was completed; it was reported the implants have not been explanted. This is report 1 of 1 for (B)(4).